Event description:
Fire dept personnel were treating a pt and had to disconnect the pt cable from the device in order to transport the pt to the ambulance. Reportedly, when the pt cable was connected to the device, the device displayed a leads off message. All connections were checked and verified. The device continued to display the leads off message, preventing the operators from obtaining a clear ECG signal from the pt. The pt's outcome is not known. The reporter stated that the reported malfunction delayed treatment to the pt.